Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device would not be returned for analysis. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was scheduled for replacement surgery on (B)(6) 2018. No further complications were reported

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) it was reported that in (B)(6) 2018 the patient's ins had gone into overdischarge. The ins was last successfully recharged about one year prior, and hadn't been charged due to unrelated medical issues with family members. A physician mode recharge (pmr) was performed and the normal recharging screens were obtained with 8 coupling bars. It was reviewed what further steps would need to be taken to resolve the overdischarge(continue charging to at least a 25% charge and then clear por that is expected to occur). The rep stated they would review these steps with the patient. Additional information was received from a manufacturer's representative (rep). It was reported the battery was charged to 25%. The patient stayed in the office for 3 hours and could not stay any longer. The patient left the office with the charger in place and was actively charging. The patient called after the visit and stated the charger had come off the site and they were no longer ableto connect with the battery. The patient has a return appointment scheduled for (B)(6). Additional information was received from a manufacturer's representative (rep). It was reported that the overdischarge was not resolved and the patient was unwilling to proceed with additional physician mode recharge sessions. Replacement surgery w as being discussed. No further complications were reported.